Manufacturer narrative:
The insulin pump had a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. They were unable to perform the occlusion, prime/compromised force sensor system, unexpected restart error, self test, and no delivery tests due to a compromised force sensor system alarm. The pump passed the operating currents test, displacement, rewind, and basic occlusion tests. The pump had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a minor scratched display window, and a missing end cap sticker.

Event description:
The customer reported via phone call that she could not get her settings out of the insulin pump. Customer was having issues because it won't get out of the prime sequence and she cannot contact her doctor. Customer stated that she just changed the pump and rewound it. Customer received a compromised force sensor system alarm while priming. Customer stated that the insulin is squirting out during the manual prime process. Customer stated that the rewind message occurred after an alarm or alert. Customer stated that the drive support cap is sticking out. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.